Manufacturer narrative:
Evaluation result: an evaluation and visual examination of the returned device confirmed the reported breakage and found the tip of the 5mm paladin tap was broken and missing. No other damage was visible to the threads of the paladin. The tap was forwarded to constellation technology for failure analysis. Initial examination of the tap found foreign material was present on the fracture surface. This material was removed, as it was obscuring the fractured surface and preventing evaluation of the fracture mode. The analysis found the end of the handle had markings indicated that the impact applied to the tap was generally located around the periphery and not the center. There was also one large impact damage on the side and may have initiated this failure with final fracture occurring when attempting to straighten the tap. The analysis concluded that the paladin tap failed as the result of side loading that initiated a fracture and when the tap was moved to an upright position, the final fracture occurred. A 2-year review of complaint history for this catalog number showed one other similar complaint received from the same customer. There have been no injuries or deaths related to the reported problem. To reduce the risk of breakage, the instruction for use of this device recommends the following safety measures: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instrument to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. Instrument is designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques for use.

Event description:
It was reported that during a rotator cuff repair, the tip of the reusable tap, broke off during implantation of the paladin anchor. A follow up x-ray confirmed that the tip of the tap remains inside the patient's joint. The surgery was completed as intended. As of this filing there has been no further intervention to remove the broken tip from the patient.

Manufacturer narrative:
Conmed linvatec has not received this device as of this filing. A follow up report will be filed upon receipt of device and completion of the evaluation.